Event description:
Caller reported that a pump malfunction occurred. There was no adverse impact on the customer's blood glucose level. Technical support provided the customer with instructions on how to reset the pump, and after resetting, the malfunction did not recur. The customer was advised to contact technical support again if the issue reappears and acknowledged the instructions given.